Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown medi cation (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that on (B)(6) 2017, the patient's incision was red and seeping a little. The patient was heard stating that the sutures had come out of the skin and she had cut them herself. On (B)(6) 2017, the patient started antibiotics. A small part of the incision was opened and 3 sutures were removed. It was confirmed that the sutures still in the incision were removed. It was unknown whether any environmental, external, or patient factors may have led or contributed to the issue. No other symptoms were noticed by the patient, and the issue was considered resolved at the time of report. The patient's status at the time of report was alive - no injury, and no further complications were reported or anticipated.